Event description:
A customer reported the unit would not phaco during a procedure. An alternate system was used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
The company rep tested the system; primed and turned test load without any issue. The system operated the test load to specifications. The company rep inspected two of the customer's phaco handpieces. One handpiece, was not recognized by system and requires replacement. The second handpiece has a third party cord installed and was not tested. The company rep informed the customer this handpiece should not be used. The system was not opened, therefore a service test procedure was not completed. The company rep also cleaned the footswitch on this visit. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).